Event description:
Two devices (part number cev229-1a) were returned for repair to mxi service and repair.

Manufacturer narrative:
Device 2 of 2: cev229-1a (lot: 120402) - manufacturing date: 04/2012. (B)(6). Evaluation of both instruments indicated that the hook coating was heavily damaged and presented with significant traces of impact. The damage is most likely a result of impact. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference number: na. (B)(4).